Event description:
It was reported that the health care professional (hcp) requested a review of this right ventricular (rv) lead. Technical services (ts) was consulted and noted under-sensing. Ts provided reprogramming recommendations for sensitivity, anti-tachycardia pacing (atp), and shock therapy parameters. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).